Event description:
The manufacturer received information alleging that the device did not meet the acceptance criteria of the evaluation process due to a cracked handle and back blank port missing. Upon evaluation the error log files revealed a e210 which is generated from a battery cell under-voltage inside the battery pack and may impact therapy. The customer requested no repairs be done to the device.